Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 300 mg/dl. A supply change was performed and the customer continued to use the pump for insulin therapy and manual dose injection as backup. A replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.